Event description:
Boston scientific received information that this product was part of a system explant due to a systemic patient infection. A non-bsc representative reported difficulty extracting the patient's leads due to the patient's anatomy. As a result, the physician performed open heart surgery to remove the leads. The patient was hospitalized and the infection was treated with antibiotics. Additionally, the patient was scheduled to receive a replacement system and further antibiotic treatment at a later date. There was no report of additional adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.